Manufacturer narrative:
The investigation was performed on expert discussions (considering complaint description, cs (customer service) reports, system history, system log files). During an emergency procedure on the artis biplane system, a power failure was observed in ¿plane a¿, resulting in a loss of x-ray functionality for that plane, while plane b remained operational. Considering the procedural circumstances, the patient was transferred to an alternate system, and the procedure was successfully completed without any reported adverse health consequences. During onsite troubleshooting, the customer service engineer (cse) identified an issue with transformer (t3) in the ¿plane a¿ generator cabinet. As a result, the required voltage was not supplied to the generator, leading to the observed failure. The cse replaced transformer (t3) in ¿plane a¿, after which the system functionality was restored. A detailed investigation could not be carried out, as the affected transformer was not returned and had been locally scrapped. Consequently, a retrospective determination of the exact root cause was not possible. However, the malfunction of transformer (t3) was identified as the cause of the non-conformity. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
Siemens is conducting a comprehensive investigation into the reported event. As the investigation is ongoing, the root cause has not yet been established. A supplemental report will be submitted as soon as additional relevant information becomes available, and a final report will be provided upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis q biplane system. During an emergency patient procedure, the system would not power up. The patient had to be moved to complete the procedure on an alternate unit. No injuries or adverse health effects have been reported in connection with this event.